Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
It was reported to philips that the device was not ventilating. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10 the engineer spoke with the customer who says he does not have a v60 needing service. Advised the customer that if he encounters an issue to call back into customer service. The alleged malfunction was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H11 g1: contact information updated h6: codes.